Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.

Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system while attached to the esophagus. The patient had an inflamed esophagus. The clinician checked the esophagus with a scope and noticed, it was bleeding. No intervention was required and the patient was fine.